Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
The lay user/patient in (B)(6) reported blood glucose values of "115mg/dl" with the subject meter and "75mg/dl" on the lab device performed within 10-30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. There is no indication that the product caused or contributed to an adverse event. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
The meter and test strips involved with this complaint were returned to lifescan (lfs) on (B)(6) 2012, although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report.